Event description:
Doctor implanted an infix cage. The pt was turned over to put screws in the back. Upon viewing a final x-ray of the screw placement, it appeared that the infix cage (as a whole) had moved forward. Doctor was not satisfied with the placement of the device. The pt was then turned back over and the medium infix cage was removed and replaced with a small infix cage. It is stated that this was not a device failure. However, the event cause a surgical delay of more than 30 minutes.